Event description:
Said nane of person purchased a "self taking blood pressure kit" which was distributed by omron healthcare, inc. Said item was purchased at a store. Said person claims the earpiece from the kit injured his ear.